Event description:
A 3.0mm diameter x 9mm length ave micro stent ii was inserted into the right coronary artery where another MFR's stent had restenosed. It was not possible to cross the resenosed stent; therefore, the stent and delivery sys were pulled back and the stent dislodged from the stent delivery sys. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was successfully retrieved from the pt and returned to ave. Subsequently, the target lesion was successfully treated with an ave gfx stent, there was no add'l clinical sequelae reported relative to the event. There is no further info available from the user facility.